Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the medium-large clip applier were not clamping properly. The tip of the instrument did not seem to be secure at the hinges. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing unusual noted. The incident with the clip applier occurred prior to clip application with the instrument in the patient. The instrument was moving but not fully, the way the surgeon was expecting it to. Weck hem-o-lok clips were used. The surgeon did not use it on a vessel. The clip applier had been used briefly, but they did not try to apply to a vessel. The issue resolved by using another instrument. The instrument was already sent in for analysis.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.